Event description:
It was reported, the patient experienced a tingling in their legs that was noted to be their ¿paresthesia effect.¿ it was stated that when the patient had turned their implantable neurostimulator (ins) off three days prior to report, they continued to experience the tingling sensation. It was noted, the ins was ¿checked and was definitely turned off.¿ it was reported that when the patient¿s leads were mapped, the ¿middle and bottom of the leads were giving abdominal or rib stimulation.¿ it was noted that at that time, the patient was given a program set to 0.1 volts that was set to active as ¿sub-threshold¿ stimulation. It was reported that x-ray examination of the leads found that ¿one of the leads had moved up approximately a half to one vertebral bodies.¿ it was stated a revision was planned for the week after initial report. It was noted that during the patient¿s trial and implant it was observed ¿the patient had a highly sensitive spot within the epidural space. Additional information reported the patient was ¿not receiving effective therapy.¿ it was stated ¿all programs were giving rib or abdominal stimulation¿ and the ¿patient had pain in legs.¿ further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient also experienced "bad migraines" in addition to the leg stimulation. It was reported the scheduled revision surgery was performed the week prior to follow-up. It was stated that during the procedure the physician "disconnected the leads from the ins and asked the patient if he still felt the stimulation effect." It was further stated the patient reported he "could still feel the stimulation effect" at that time. It was reported the physician then "moved the lead down that had moved forward approximately a half vertebral body" and that the patient "indicated the sensation stopped and he felt much more comfortable" at that time. It was noted the "leads were secured and the patient was reprogrammed and was very happy with the result." It was reported the patient reported the day prior to follow-up that he experienced "stimulation with the device off again." It was stated the patient "also had a band of decreased sensation bilaterally across his abdomen which corresponded to s3." It was noted the patient also experienced migraines again and had "some urge urinary incontinence." It was stated the patient had been referred for a MRI at the time of follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the leads had not moved again and that it was suspected that "inflammation was causing the issue." It was reported that prior to follow-up the patient "was once again getting good stimulation in the correct areas" and was "doing well." It was noted the patient was being" treated clinically by their neurosurgical/pain team."